Manufacturer narrative:
This medwatch is for customer's coaguchek system.

Event description:
Customer reportedly obtained a result of 5.0 inr on her coaguchek xs while a doctor's coaguchek read 3.8 inr within 4 hours. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.